Manufacturer narrative:
Follow-up MDR will be filed upon receipt of fiber evaluation.

Event description:
It was reported that the device failed during the procedure at 29.72 kjs. The fiber popped and flashed. The fiber broke at 19-1/2 inches from the distal fiber. Physician received a second burn on his palm.